Event description:
After using complete multi-purpose contact care solution (abbott medical optics, (B)(4)) both of my eyes have become seriously infected. The symptoms to me were similar at first to pink eye or a scratched cornea (absurd as it has altered between eyes) but perfectly fit the description of an eye infection caused by a recalled product from the same manufacturer in may of 2007. My eyes are red, extremely irritated, burning, tearing, and feel like there is an object present scratching all the time. I feel like I could literally just 'go blind' at any second. Apparently the bacterial infection associated with the original recall will indeed induce this state. Symptoms have been occurring for about two weeks on and off, for better or worse depending on whether or not I throw out my disposable contacts for a new pair (which I'm doing at a heightened frequency) and wearing glasses.